Event description:
It was reported that the boston scientific sales representative experienced issues working with this programmer. Data was saved to usb drive, then when exiting out, a pop-up was displayed indicating the programmer was saving memory data. They were unable to cancel this function and the only option was to cancel telemetry. However, when telemetry was canceled the programmer froze. The programmer was able to be restarted, but froze again when a usb drive was placed in the port. Additionally, the representative was unable to print using usb cable. The last most distal port was able to be used successfully. No adverse patient effects. The programmer remained in service.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.